Event description:
Incorrect isocenter positioning between the linac and treatment planning systems. The customer called to report that a pt treated for head and neck region back in (B)(6) of 2007 has been showing signs of neurologic malfunction during walking. It was determined by the medical staff that this was due to a incorrect isocenter positioning between the linac and the resulting dosimetry created from 2 different treatment planning systems. The customer notified varian that the planning staff omitted to change the polarity of the x,y,z coordinates once imported into eclipse. The values should have been: x=0.5, y=-1.7, z=2.2. Instead the polarity was not changed after import, resulting in the following values for x and y. Z is not affected by the polarity as the values imported correctly: x=0.5, y=1.7. This created an incorrect isocenter placement thus an overdose to the spinal cord.

Manufacturer narrative:
A (B)(6) male treated for stage IV larynx cancer from (B)(6) 2008 through (B)(6) 2008. No further info is available for this pt. All info obtained from the medwatch report provided by (B)(6) on (B)(6) 2011. This is a known and previously reported issue which is currently under investigation. Add'l follow-up to this MDR is expected upon completion of the investigation.